Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual lead inspection noted a deformation near the tip, stretched coils in the neck region, and twisted insulation toward the tip. Additionally, tissue was observed covering half of the electrode ring and part of the insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x ray was performed, and no lead issues could be identified that would have cause or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the physician was unsure of the cause of the high threshold.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the physician was unsure of the cause of the high threshold.